Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii and the elecsys ft4 iii assay on two cobas 8000 e 801 module analyzers. The values measured at the customer site were reported outside of the laboratory to a physician. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. The sample was collected from the patient on (B)(6) 2020 and tested on the customer's e 801 analyzer on (B)(6) 2020. The sample was repeated at the customer site using the wako accuraseed method. The sample was repeated on an abbott architect analyzer. The sample was also provided for investigation, where it was tested on a second e 801 analyzer on (B)(6) 2020. During investigations, the sample was treated with 25% polyethylene glycol (peg) and measured for ft3 and ft4. The e 801 analyzer used at the customer site is serial number (B)(4). The e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 438059, with an expiration date of january 2021 was used on this analyzer.

Manufacturer narrative:
A sample from the patient was provided for investigation. During investigations, the results obtained by the customer could be reproduced. The investigation determined the sample contained an interfering factor against the monoclonal antibody of the ft3 assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design.".